Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient who responded back from follow up sent to them. The patient reported their weight at the time of event was (B)(6). The patient reported their issue with not being able to turn stimulation off with programmer was resolved over the phone.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative and patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient couldn't get stimulator to shut off. Patient was advised to remove and replace battery from programmer and then place programmer over the ins, hit the power button off so screen is blank, then hit the middle off stimulation key to turn system off. Patient's family/friend was unable to perform the steps given as they indicated they would call back. Patient reported a medtronic splash screen to sync screen seen when trying to connect using the sync button. Programmer screen goes back to medtronic splash screen. It was reported the patient was using zinc carbon rayovac batteries. No symptoms were reported at this time.